Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate had ruptured during filling of the device with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 7, 2018 ¿ february 8, 2018 the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned photo showed evidence of a ruptured bladder. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.